Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the noisy image was due to a damaged charged couple device unit. However, a probable cause for foreign objects in nozzle and air water cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited rough (noisy) image. Additionally, the air/water cylinder and nozzle had foreign objects. There was no patient involvement.